Event description:
Information was received that an adaptor for a pacing lead was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.